Event description:
Additional information received reported that the patientreceived help from their doctor or manufacturer representative on (B)(6) 2015 and their concerns were resolved. No further follow-up was required.

Event description:
It was reported that the patient needed to be ¿upgraded on my stimulis.¿ the patient wanted their device programmed. The patient noted that they had their device programmed but somehow lost it. The patient had their patient programmer but they lost their programmed settings somehow. The patient¿s stimulation was set on the wednesday the week prior to the report. The patient had been without the ¿upgrade¿ that had been programmed. There were no patient symptoms reported. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2014, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).